Manufacturer narrative:
(B)(4). Visual and tactile examination of the returned device revealed no damage to the shaft of the device. A complete circumferential tear had occurred in the balloon material 37mm proximal to the tip of the device. A small longitudinal tear was also noted in the balloon material. The balloon material was creased along its length. No other issues were noted with the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
This was reported on the 2011 1st quarter alternative summary report. Based on analysis completed on (B)(6) 2011 this will now be reported as an individual MDR. It was reported that during a stenting treatment procedure, a balloon rupture occurred. The 90% stenosed target lesion was located in a non tortuous and severely calcified subclavian vein. A wallstent was implanted in the lesion without issue. The xxl balloon dilatation catheter was advanced for post-dilation. During the first inflation, the balloon ruptured at 5atms. The device was removed intact and a synergy balloon catheter was then advanced. During the first inflation, this balloon also ruptured at 6atms. There were no patient complications reported and the patient's status is stable. However, device analysis revealed a circumferential tear in the xxl balloon. The rupture of the synergy balloon catheter was reported on the 2011 1st quarter alternative summary report.